Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray received and reviewed by third party hcp. Asymmetric positioning of the femoral head within the acetabular cups suggesting polyethylene wear bilaterally. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: head: 0001822565-2019-01147, liner: 0001822565-2019-01219.

Event description:
It was reported that a patient underwent left hip arthroplasty on an unknown date. Subsequently, the patient was revised for an unknown reason. Head and liner replaced. Attempts have been made and no further information has been provided.